Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided. Compatibility could not be reviewed as the mating tibial plate is unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat in the tibial component.